Event description:
"Customer reported: caller states that the syringes are leaking, and stated it is happening with multiple syringes, and the plunger is sliding like it should not causing the leak. See attachment section for initial email and complaint report from customer. "